Event description:
The customer reported the ventilator alarmed with blower temperature high. The customer reported the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Date of event date: (B)(6) 2014. Date received by MFR date: 05/04/2015. (B)(4). This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the ventilator alarmed with blower temperature high. The customer reported the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
(B)(4).